Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer reported that the grooves on the CPR support accessory for the multi diagnost are sharp and cut the radiographers hand on demonstration to a colleague for training purposes.